Event description:
It was reported that blood leaked during use. The event occurred during patient administration at the facility. No patient harm or adverse event was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-13599-00 for details pertinent to this event.